Manufacturer narrative:
Updated fields: g1( contact person ¿ mfg site), h6(investigation findings, type of investigation, investigation conclusions). Getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse mentioned that the power management board was ordered. The fse evaluated and found the unit to have transducers out of calibration and recalibrated. Exorcised unit to no fail. Product passed all functional and safety tests per manufacturer specifications. The fse confirmed, there was no issue with the power management board so it was not needed to be replaced because the fse found the transducers were out of calibration (recalibrated).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that the cardiosave intra-aortic balloon pump (iabp) was turned off mid case. The device iabp pump replaced to continue therapy. There was no patient injury reported.